Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a xenform graft device was implanted into the patient during vaginal-paravaginal anterior repair, excision of exposed vaginal prolene mesh, and cystoscopy procedures performed on (B)(6) 2016, for the treatment of recurrent cystocele and exposed vaginal mesh. A cystocele of the first to second degree was observed during surgery, and a patch of exposed prolene mesh is seen at the apex of the vagina in the midline. Furthermore, there was no evidence of bladder trauma from the passage of sutures or mesh into the bladder or urethra at the conclusion of the procedure. The procedure was well tolerated by the patient, who was in a stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.